Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the scan converter board and the right monitor. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the workstation on the 9600+ system failed. It was noted that there was no image on both monitors and during troubleshooting by the bio-med, a "poof" noise was heard. There was no report of pt injury.